Event description:
Perforation of this rv lead was noted at implant. A pericardiocentesis was performed and the implantation was postponed. The pt was monitored in the hospital and the lv lead placed two days later. The pt was discharged home the day following. All records indicate that this lead remains actively implanted. Should additional info become available, this event will be updated.